Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v operation manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. It was also found that the suction cylinder had no color, the switch box had a scratch, the light guide lens had a crack, the connecting tube had a cut, the adhesive around the objective lens was chipped, there was corrosion about the forceps elevator arm, and the universal cord had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, the videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the connecting tube had a brownish foreign material found inside some cuts on the tube. This report is being submitted for the event found during evaluation. There was no patient involvement.